Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that the blunt 1.45mm diameter was observed bent from the tip. The photo does not provide enough evidence to confirm the broken condition as the fragment is not clearly visible. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the blunt 1.45mm diameter would contribute to the complained device issue. Based on the investigation findings. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is october 4, 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from brunei reports an event as follows: it was reported that patient was undergoing a mis tlif spine procedure on (B)(6) 2023. Viper prime spine system and concorde cage system were prepared for the case. Surgeon had planned to use guidewires for the approach. Once screw placement was done in the l4 vertebrae, the surgeon was removing the guidewire from the bone. They noticed that the tip of the guidewire was bent and that a small piece of the tip of the guidewire had broken off. That small piece of guidewire should have been stuck inside the cannulated viper prime screws. The surgeon and medical personnel were unable to retrieve the small piece of guidewire. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a blunt 1.45mm diameter. This is report 1 of 1 for (B)(4).